Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via e-mail that the insulin pump stopped priming properly. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump submersed in water prior to the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the prime test due to faulty force sensor. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.